Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. Device evaluation could not be performed because the affected device was discarded at the user facility and not returned to the manufacturer. Lot history records review could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. Based on the obtained information and by referring to known similar events, it was presumed that torsion generated with torquing manipulation might have been locally accumulated on the tip of the corsair pro microcatheter while the catheter tip was being caught by the heavily calcified lesion, tearing off the tip segment. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] do not use this microcatheter in advanced calcified lesion. Always hold the connector with one hand and turn the microcatheter carefully while regularly releasing the accumulated torsion of the microcatheter. Never turn the microcatheter continuously while holding the connector with both hands or use any other means to apply force. When releasing the accumulated torsion, be sure to open the hemostatic valve on the y-connector. Do not turn the microcatheter in the same direction, either clockwise or counterclockwise, for more than 10 consecutive turns. (Continuing rotation may damage or break the microcatheter or damage the blood vessels. In the worst case, life-threatening adverse events may occur.) If any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) This microcatheter must always be operated under high-resolution fluoroscopic guidance. Particular attention should be paid when inserting or withdrawing this microcatheter into or through stenotic areas, and narrower vessels than the microcatheter. (Abrasion may result in damage of this microcatheter. This may cause vascular injury and perforation.) [Malfunction and adverse effects] ~ separation.

Event description:
It was reported that an asahi corsair pro microcatheter was used for a percutaneous coronary intervention (pci) to treat a heavily calcified, moderately tortuous, and 90-99% stenotic lesion in an unspecified segment of the left anterior descending (lad) artery. When the tip of the corsair pro microcatheter got stuck in the calcified lesion and the microcatheter was torqued, the tip was sheared off. The patient was sent for surgery to remove the tip fragment. It was informed that the patient was recovering.